Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation the next day prior to discharge, poor capture threshold was noted on the left ventricular (lv) lead. Chest x-ray revealed the lv lead was in the same vein but moved slightly. Micro-dislodgement was confirmed via x-ray. The lead was explanted and replaced. The patient was discharged.